Manufacturer narrative:
Product analysis: it was confirmed that the programmer would not power on. The power source was replaced. Functional testing revealed that cursor and stylus were misaligned on the display. Calibration resolved the issue. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to power on. The programmer was returned for service. There was no patient involvement. The programmer tested out-of-specification during analysis.